Manufacturer narrative:
The device was received, and an evaluation is complete. A device history review revealed no issues that could have caused or contributed to the reported issue. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to system error 345 alarms. Service evaluation verified the system error 345 alarms through a review of the event history log and found to be caused by a failed downstream sensor. The downstream sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device displayed a system error 345 (thermistor disparity). There was no patient involvement. No additional information is available.